Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: ng, inratio: 2.3, lab: ng; 3.0, ng; (B)(6) 2010, 6.1, 3.2.

Manufacturer narrative:
Investigation pending.